Manufacturer narrative:
Manufacturers investigation and analysis of reported device lot number and returned sample found no issues, non-conformances, or trends identified. The relationship between the coopervision and the event could not be confirmed. Should additional information become available, a follow-up report will be submitted as appropriate. Device sample returned for analysis and investigation completed on 03 september 2024.

Manufacturer narrative:
Device(s) involved in the incident have been discarded, no device is available for return. Review of manufacturing records for the provided lot number found no issues or nonconformance's and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This event was initially reported by the patient to the head office of the contact lens purchase location, specsavers, who forwarded the information to the manufacturer. The patient alleges to have been seen and treated by her contact lens prescribing optometrist, specsavers rietfontein as well as two additional ophthalmologists, a dr. (B)(6) and dr. (B)(6), for an event of unclear diagnosis, that occurred while using contact lenses. While the event did not result in any permanent conditions, this incident is being reported in an abundance of caution as based on the documentation received to date, it cannot be confirmed if the interventions provided or medications prescribed were required to prevent or preclude permanent impairment of eye function or structure. Patient report: the patients reports that on (B)(6) 2024 upon instilling a contact lens in the left the patient experienced severe eye pain and removed the contact lens. This developed into swelling and the patient sought medical attention on the same date. The patient alleges that during the course of the event, they were seen and treated at three locations, specsavers optometrist and two ophthalmologists and diagnosed with an unspecified viral infection, treated with unspecified antibiotic and steroid medications, corneal haze, and corneal abrasion / abrasive epithelial damage. Specsavers rietfontein (shop 7, the square shopping centre - cnr (B)(6): additional information received from the contact lens prescribing and treating specsavers location confirms the patient was initially seen 12 april with eye pain. Patient was seen by the optometrist on duty, gp, and dr. (B)(6), optometrist for visits on 12, 15, and 16 april. During exam on the 15, fluorescein staining was completed and an intact contact lens was found in the eye, though the patient stated they had removed the lens at the onset of symptoms three days prior. During exam on the 16, dr. (B)(6) noted extreme stippling and patient was referred to an ophthalmologist, dr. (B)(6) . Patient was seen again 07 may for a vision check and best corrected visual acuity had returned to 20/20. Dr.(B)(6): in a statement provided by dr. (B)(6) it is indicated that the patient was seen 18 april with a history of eye irritation possibly related to contact lens wear. Exam identified abrasive corneal epithelial trauma, i.e., scratch. The patient was using optive fusion drops and was advised to continue use and return to care if unresolved. The patient has not been seen by dr. (B)(6) since. Dr. (B)(6) (the ear & eye clinic, 3 dirk smit crescent, meyersdal, x12 alberton, 1448, +27 11 869 1733): a letter received from dr. (B)(6) states that patient was seen on (B)(6) 2024 and initially diagnosed with superficial corneal haze of the left eye indicative of a keratitis event. Posterior segment assessment was normal, the patient was advised to continue lens cessation and eye lubrication. At follow-up on 21 june corneal sensation was normal, however, the incident resulted in subepithelial scarring without vision impact. Patient was prescribed losartan and advised to continue lens cessation with follow-up in two months' time or to return to care sooner if redness and pain occur.